Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the error code is a faulty photo switch, wiring connection to the photo switch or motor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump alarmed error 1836. The batteries were removed. It was found that the pump only dispensed 6ml of medication. Batteries were replaced and the pump was restarted. The pump ran but alarmed again with the same alarm. Patient not affected. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.